Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5119877.

Event description:
It was reported that the patient's right ventricular lead exhibited noise. An insulation breach was suspected. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported events of noise and suspected insulation breach were confirmed. As received, a complete lead with extraction stylet inserted was returned in one piece. Final analysis found an external insulation abrasion proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported event of noise was due to the exposure of the outer coil at the abrasion zone while the reported event of suspected insulation breach was verified with the insulation abrasion found which is consistent with friction to the device can. No further anomalies were detected.

Event description:
New information received indicates that the patient's right ventricular lead was explanted. No further information was received.